Event description:
It was reported that the device overheated during testing. There was no user injury and no adverse consequences reported.

Manufacturer narrative:
The device was received at the MFR for eval. While the complaint of noise and overheating was not confirmed, presence of debris on the internal components can cause the drill to heat up and be noisy during use by increasing friction between moving components. The rotor, motor, bearing and ball bearing were replaced and the device was returned to the customer.